Manufacturer narrative:
An event of device deformity was reported. Information from field indicated that there was some interaction with cardiac structures and that there were no angulations or kinks noted on the delivery system. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, artmt600157386 revision b table t1 the recommended size delivery system for use with a 8 mm septal occluder is an 6f. A 7f sheath was used to deliver the device. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 7f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). During implant the device took on a cobra head shape. The device was removed from the patient. The device was re-deployed outside of the patient and the device was conformed back to its original shape. The device was re-inserted and deployed once more, however the left atrial disc formed a cobra head shape while in the left atrium. The delivery sheath was re-positioned from the atrial septal defect to the right atrium. The device was deployed once more but the left atrial disc formed a cobra head shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 8mm amplatzer septal occluder using the same delivery system. There was some interaction with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on 23 october 2024 using a 7f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). During implant the device took on a cobra head shape. The device was removed from the patient. The device was re-deployed outside of the patient and the device was conformed back to its original shape. The device was re-inserted and deployed once more, however the left atrial disc formed a cobra head shape while in the left atrium. The delivery sheath was re-positioned from the atrial septal defect to the right atrium. The device was deployed once more but the left atrial disc formed a cobra head shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 8mm amplatzer septal occluder using the same delivery system. There was some interaction with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.